Event description:
It was reported that atrial pacing output is intermittent. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken, the display lens was cracked, both bail covers were missing, the ring cover was broken and contaminated, one case screw was missing, the battery contacts were compressed, both bails were missing, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged. Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies, tail thickness was within specification. In-circuit diode testing was performed, three diodes passed, while one diode failed testing. The output failure was confirmed caused by a diode component failure. (B)(4).